Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose level and customer had vomiting on (B)(6) 2020. Customer¿s blood glucose level was 860 mg/dl, at the time of hospitalization. Customer was treated with manual injection and with the intravenous insulin drip. Customer did allege that the insulin pump was under delivering. Customer reported that the insulin pump was not working correctly. The insulin pump and reservoir will not be returned for analysis.